Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was natural causes, diabetes mellitus, hyperlipidemia, and atherosclerosis. The caller stated that the customer had low blood glucose and he could not wake the customer up. The customer had diabetes complications and heart disease. The caller did not know the customer's blood glucose at the time of death; he stated that it was low. The caller did not remember whether the customer was wearing the insulin pump at the time of death or not. The insulin pump was disconnected once the customer got to the hospital. The customer was not using sensors. The caller stated that they no longer have the insulin pump.